Manufacturer narrative:
H3: product analysis #273924268: product# 9561524, lot# my20k001 after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the flex arm. H3: product analysis #273924269: product# 9561524, lot# my21e001 after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the flex arm. H3: product analysis #273924270: product# 9561524, lot# my21b001 visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the big knuckle and one of the small knuckles were able to be tightened and loosened but the small attachment joint is very rigid after loosening. The joint is sticking slightly but still able to be loosened once the handle is loosened all the way. Unable to determine root cause of issue. H3: product analysis #273924271: product# 9561524, lot# my21e001 after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the flex arm. H3: product analysis #273924272: product# 9561524, lot# my21e001 after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the flex arm. H3: product analysis #273924293: product# 9561524, lot# my21e001 visual and functional inspection confirmed the tightening lever on the large knuckle is missing. Without the lever the flex arm cannot be tightened properly. Unable to determine root cause of missing lever. H3: product analysis #273924294: product# 9561524, lot# my21e001 visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the big knuckle and one of the small knuckles were able to be tightened and loosened but the small attachment joint is very rigid after loosening. The joint is sticking slightly but still able to be loosened once the handle is loosened all the way. Unable to determine root cause of issue. H3: product analysis #273924295: product# 9561524, lot# my19d001 visual inspection did not reveal any damage to the flex arm. Functional inspection confirmed the big knuckle will no longer tighten. The handle screw will no longer thread in or out. The handle appears to be jammed inside the loosening/tightening mechanism inside the joint/knuckle of the instrument. H6: product# 9561524 lot# my21e001: fdr updated from c20 to c19. H6: product# 9561524 lot# my21e001: fdr updated from c20 to c19. H6: product# 9561524 lot# my21e001: fdr updated from c20 to c19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9561524, serial/lot #: (B)(4), product ID: 9561524, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9561524, serial/lot #: (B)(4), product ID: 9561524, serial/lot #: (B)(4), product ID: 9561524, serial/lot #: (B)(4), product ID: 9561524, serial/lot #: (B)(4), product ID: 9561524, serial/lot #: my19d001, ubd: , UDI#: 00721902974816 if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding patient for unknown spinal thera py. It was reported that a "frozen" smaller distal 360 degree joint (just next to small knob); but (2) had larger, main joints that are more proximal to the bed rail attachment bar that did not lock rigidly enough when fully tightened by the large knob. There was patient involved in the event and no further complications or symptoms were reported.